Manufacturer narrative:
No medwatch form was received.

Event description:
During device change-out, externalized conductors were observed via review of fluoroscopy. No electrical anomalies were noted. Lead will be monitored.